Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Reportedly, the customer was not wearing the pump and the sensor on the same side of the body at the time he encountered the out of range issues. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. There was no reported adverse impact to the customer's blood glucose level.